Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was found to be damaged. The report issue is currently under investigation.

Event description:
The customer reported the monitor displayed blurry and grainy images that prevented the image from being viable. There is no report of injury or death associated with the event described in this complaint.